Event description:
It was reported that when the physician was going from left to right through the left femoral vein to the right side, the diagnostic catheter did not have the correct stiffness to get through the right atrium. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. A visual examination of the device showed the device possessed the correct curve and was within all visual specifications. The device was function tested and passed all function testing. Since the reported failure mode could not be duplicated, a root cause could not be determined. Sss's instructions for use states: "avoid excessive stretching, kinking or bending of the catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.